Event description:
It was reported that a perforation occurred. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was successfully implanted. Approximately 3 hours later, the patient developed shortness of breath and a transthoracic echocardiogram was performed. A pericardial effusion with cardiac tamponade was noted. A pericardiocentesis was performed and 260cc of fluid was drained to resolve the effusion. The patient stabilized and no further complications occurred. The patient is doing well and has been discharged.